Event description:
This ra lead was implanted on (B)(6) 2010. A call to technical services on 10/13/2011 states that patient is at (B)(6) hospital. Received 5 shocks for svt. Atp delivered initially and it seems to have accelerated rhythm. Ts notes that when pvarp is extended, the atrial rate continues to march through, suggesting that it isn't a retrograde seen on the atrial channel. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).